Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 30 cm from the connector pin. The proximal conductor was fractured at 53.6 cm from the connector pin and the right ventricular defibrillation coil was fractured at 57.5 cm from the connector pin. Concomitant medical product(s): 6947-65 lead. Implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted due to an upgrade in device system. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.